Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing ineffective stimulation from the scs system. The patient also stated he does not feel the system is helping him. Consequently, the patient may undergo surgical intervention to address the issue.

Event description:
Device 1 of 2, reference MFR. Report#: 1627487-05686. Follow-up information revealed the patient also experienced discomfort at the ipg site (described by the patient as heating).consequently, the patient may undergo surgical intervention to address the issue. Please note: the patient's ipg has been added to this event as a new device (device 2).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-05686 . Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Effective therapy was restored post-operative.